Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine to resolve the reported issue. The device was tested and it now meets manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The flow control valve characterization and exhalation valve characterization test both passed, the unit operates normal with no alarms or malfunctions.